Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used via femoral approach for treatment of a lesion in the right coronary artery (rca). There were two lesions, which were 95% stenosed and severely calcified. Four low-speed treatments were performed in the distal rca. Four low-speed treatments and one high-speed treatment were performed in the proximal rca. Each treatment was performed for less than 30 seconds. A perforation occurred and was resolved with a covered stent. The patient was later discharged.

Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system instructions for use manual states perforation is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).